Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the device was not locking with mating device after several attempts.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown nexgen tibial tray. Unknown nexgen femur. The complaint is considered confirmed as the returned device is damaged and the state of the locking mechanism would not permit its mating with an appropriate tibial component. Visual examination of the returned part determined that the dovetail feature is flared out on both sides. Tool mark was observed on the anterior side of the articular surface. There were nicks and gouges observed on the inferior side of the articular surface and no major damage was observed on the superior side of the articular surface. Dimensions were found to be confirming where measured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that during the surgery, the device was not locking with mating device after several attempts. Another device was used to complete the surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable